Event description:
Initially it was reported by arjohuntleigh representative that smoke was coming from a bath during use. "Warm condenser, located on the hm pump" caused a white smoke (the hydromassage was in use when the event occurred). The caregiver stopped the pump and removed a resident from a bath. No injury occurred as a result of this incident. Device condition has been described as good. Additional information provided by a service technician: "frequent use of the bath = 5 bath/day with systematic use of the hm (925 baths/year)".

Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
(B)(4). When reviewing similar reportable events for system 2000 we have found very low number of other similar cases. We have been able to establish that there is no complaint trend concerning these kinds of events - smoke from the unit. The device was inspected by an arjohuntleigh representative at the customer site and found to be out of the specification - faulty hydromassage pump. The device was being used for patient handling and in that way contributed to the event. The received information showed that the smoke was noticed during bathing a resident by a caregiver who turned the bath off and removed the resident safely. System 2000 baths are equipped with printed circuit board (pcb) that contains fuses - a protective part used in an electric circuit. Their aim is to protect the device from electrical errors (e.g.: short circuits) such as overheating electrical parts during performance. When the short circuit occur, fuse "jumps out" - blow. In this case we did not received information about a blown fuse. In addition to above, the in-depth analysis of documentation provided with device has been reviewed. The received information showed that the smoke was noticed during bathing a resident by a caregiver who turned the bath off and removed the resident safely. No negligence can be confirmed in relation to patient handling. Complained product is subject to wear and tear. To ensure that it continues to perform within its original specification, preventive maintenance procedures should be carried out at the intervals shown. The expected lifetime of this equipment, unless otherwise stated, is ten (10) years. If during preventive maintenance some parts would have been found damaged or defective, especially parts that are essential for safety, they should be replaced or repaired. In that case device shouldn't be used because safety of the product is neglected. The faulty pump was returned for a further examination. The evaluation result are as followed: we can see the damage on the capacitor sitting on the pump. It is a 400 v capacitor which is correct for that pump and the motor itself is moving easily and is electrically ok, not counting the capacitor. We cannot see any physical damage that would explain what happen which left us with the three options: fluctuating voltage/peeks reaching the bath from outside - not likely if no other damages, on other devices, on the same site has been reported; product/component connected to wrong voltage - not likely unless changes on the electrical system has been performed or product moved; production errors on the capacitor which in the end resulted in a shortcut - probably the most likely scenario out of the three; conclusion : the most likely scenario is a component fault in the capacitor leading to a failing part; this could lead to an instant flame and some smoke but all material in our product are made out of a flame retardant and will not catch fire. This is supported by a ul test reports. From the received information, last maintenance was performed in (B)(6) about 6 months before the reported incident. Additionally received information showed also that frequent use of the bath is 5 baths/day with systematic use of the hm (hydromassage). From above information, we are not able to establish the exact cause of the reported event, however we find this problem to be related to electrical error in the capacitor that was in use for about 6 years and excessive use by the customer. See scanned page.